Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 55 mg/dl and the cause was not known. Food was consumed and then the customer went to the emergency room (ER). The customer was treated with "ivs" (intravenous), blood and urine test. After a few hours, the customer left the ER 300 mg/dl. The customer was weak and exhausted.